Manufacturer narrative:
Customer complained on (B)(6) 2021 has high bg and the battery compartment is cracked. Complained unknown pump error. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Intermittent response from all buttons due to corroded keypad traces. Unit successfully downloaded to thus. No pump errors noted during testing or listed in pump history download. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, missing display window cover and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing. No pump errors noted during testing or listed in pump history download. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Confirmed cracked case (battery tube). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment and pump error alarms. No harm requiring medical intervention was reported. The device will be returned for analysis.